Event description:
Arjo was informed about patient fall from citadel plus bed frame. There was no injury. It was claimed that bed exit alarm did not sound during event. Additionally, the e003 error was showing and could not be cleared by staff. For error to be cleared, patient needs to be taken off the bed, which was not possible during arjo¿s technician visit, due to patient¿s condition. The bed was swapped at later date. Training after incident was provided with special attention to bed exit alarm and scale.

Manufacturer narrative:
The e003 error is present when auto compensation weight is too high (over 100 kg or 220 lb). Auto compensation function allows items to be added or removed from the bed, without affecting patient weight indicated on the scale. This error can be cleared by removing weight until the auto compensation is below 100 kg [220 lb] or resetting the weighting system. The review of previous complaints revealed that if no device failure is detected, the bed's error code may be caused by the unintentional activation of the buttons on the control panel. This hypothesis could not be confirmed due to its nature. This error did not cause or contribute patient¿s fall. The allegation concerning exit alarm failure was not confirmed as it was working properly during testing. The patient detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of patient movement detection can be set according to patient¿s fall risk. The bed exit alarm detects patient¿s movements, however it will not restrain the patient from leaving the bed. According to hospital staff, the patient is not fully mentally stable, continues to move a lot on the bed and is trying to get off the bed by himself. In the citadel plus instruction for use (IFU, 831.374 rev.11) the user is warned about possible risk of patient¿s fall: ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ to sum up, no device malfunction was found during inspection, the e003 error did not contribute to patient¿s fall. Based on the information obtained during this investigation, it might be concluded that the patient's fall could be related to the patient¿s condition.